Event description:
The customer initially called to report that she had been experiencing high blood glucose levels since eating dinner the previous night. The customer stated, she did not know how to count for her carbohydrates. During the phone call, her blood glucose reading was 548 mg/dl and she had previously treated with two boluses and one injection. The customer felt nauseous and felt like she was gong to faint and vomit. The paramedics were called to the customer's home for treatment. No troubleshooting was performed as the customer felt too ill during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.